Event description:
During a tumor ablation procedure of a left parietal high grade glioma, blue (cold) pixels began showing up. It was reported that the blue pixels showed up several times throughout treatment. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Review of the software logs confirmed cold pixels phenomenon. Although no deaths or injuries have been associated with this report, this event is being reported as the alleged malfunction may be likely to cause or contribute to a serious injury if it were to recur should the malfunction compromise the visualization such that the physician ablates in unintended areas. The investigation confirmed cold pixels.